Event description:
It was reported that the programmer screen flashes and is unreadable. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The programmer did shut itself down after being left on overnight. It was noted that the power supply was out of electrical specification.